Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and post procedural haemorrhage ('bled out') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included type 2 diabetes mellitus, hypertension, high cholesterol and asthma. Concomitant products included choline fenofibrate (trilipix), duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), lisinopril, meloxicam, metformin, tizanidine hydrochloride (zanaflex) and tramadol. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder ¿ fibromyalgia"), fatigue ("fatigue"), mood swings ("hormonal changes ¿ mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("migraine headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("anxiety") and urticaria ("rashes or skin conditions ¿ hives"). In (B)(6) 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system conditions ¿ ibs"). In (B)(6) 2005, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2005, the patient experienced syncope ("fainting"), urinary incontinence ("bladder or urinary problems or changes incontinence"), amnesia ("neurological conditions or problems ¿ memory loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and vision blurred ("vision/eye problems ¿ blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), oral pruritus ("itching in the mouth"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches") and complication of device removal ("complications from your essure removal procedure") and underwent haematoma evacuation ("other ¿ diagnostic laparoscopy with evacuation of hematoma"). The patient was treated with surgery (emergency surgery less than 24 hours after implant removal and hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, urinary incontinence, dyspareunia, fatigue, vaginal discharge, arthralgia, back pain and abdominal pain had resolved and the post procedural haemorrhage, syncope, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dysmenorrhoea, irritable bowel syndrome, alopecia, mood swings, night sweats, hot flush, migraine, nausea, amnesia, tinnitus, dizziness, allergy to metals, depression, anxiety, urticaria, oral pruritus, vision blurred, weight increased, haematoma evacuation, headache and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device removal, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, haematoma evacuation, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, oral pruritus, pelvic pain, post procedural haemorrhage, syncope, tinnitus, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain- dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, nickel allergy, rash/skin condition, fibromyalgia, vaginal discharge, fatigue, dental problems, headache, nausea, weight gain, migraine. Complication during removal surgery- repeat/multiple surgeries. Date of additional surgery- (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received. Reporter's information added.events: "complications from your essure removal procedure", "bled out" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and syncope ('fainting') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included type 2 diabetes mellitus, hypertension, high cholesterol and asthma. Concomitant products included choline fenofibrate (trilipix), duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), lisinopril, meloxicam, metformin, tizanidine hydrochloride (zanaflex) and tramadol. On (B)(6) 2004, the patient had essure (ess205) inserted. In may 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In october 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder ¿ fibromyalgia"), fatigue ("fatigue"), mood swings ("hormonal changes ¿ mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("migraine headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("anxiety") and urticaria ("rashes or skin conditions ¿ hives"). In november 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system conditions ¿ ibs"). In may 2005, the patient experienced tooth disorder ("dental problems"). In october 2005, the patient experienced syncope (seriousness criterion medically significant), urinary incontinence ("bladder or urinary problems or changes incontinence"), amnesia ("neurological conditions or problems ¿ memory loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and vision blurred ("vision/eye problems ¿ blurred vision") and was found to have weight increased ("weight gain"). In november 2005, the patient experienced vaginal discharge ("vaginal discharge"). In september 2006, the patient experienced alopecia ("hair loss"). In september 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced oral pruritus ("itching in the mouth"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and headache ("headaches") and underwent haematoma evacuation ("other ¿ diagnostic laparoscopy with evacuation of hematoma"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, female sexual dysfunction, urinary incontinence, dyspareunia, fatigue, vaginal discharge, arthralgia, back pain and abdominal pain had resolved and the syncope, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dysmenorrhoea, irritable bowel syndrome, alopecia, mood swings, night sweats, hot flush, migraine, nausea, amnesia, tinnitus, dizziness, allergy to metals, depression, anxiety, urticaria, oral pruritus, vision blurred, weight increased, haematoma evacuation and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, haematoma evacuation, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, oral pruritus, pelvic pain, syncope, tinnitus, tooth disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain- dyspareunia, apareunia, pelvic pain, abdominal pain, menorrhagia, nickel allergy, rash/skin condition, fibromyalgia, vaginal discharge, fatigue, dental problems, headache, nausea, weight gain, migraine. Complication during removal surgery- repeat/multiple surgeries. Date of additional surgery- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: headache was added as a event. Outcomes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and syncope ('fainting') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included type 2 diabetes mellitus, hypertension, high cholesterol and asthma. Concomitant products included choline fenofibrate (trilipix), duloxetine hydrochloride (cymbalta), gabapentin, hydrocodone bitartrate; paracetamol (norco), hydrocodone bitartrate; paracetamol (vicodin), lisinopril, meloxicam, metformin, tizanidine hydrochloride (zanaflex) and tramadol. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder ¿ fibromyalgia"), fatigue ("fatigue"), mood swings ("hormonal changes ¿ mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("migraine headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("anxiety") and urticaria ("rashes or skin conditions ¿ hives"). In (B)(6) 2004, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system conditions ¿ ibs"). In (B)(6) 2005, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2005, the patient experienced syncope (seriousness criterion medically significant), incontinence ("bladder or urinary problems or changes incontinence"), amnesia ("neurological conditions or problems ¿ memory loss"), tinnitus ("tinnitus"), dizziness ("dizziness") and vision blurred ("vision/ eye problems ¿ blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced oral pruritus ("itching in the mouth"), arthralgia ("joint pain"), back pain ("back pain") and abdominal pain ("abdominal pain") and underwent haematoma evacuation ("other ¿ diagnostic laparoscopy with evacuation of hematoma"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, incontinence, dyspareunia, fatigue, arthralgia, back pain and abdominal pain had resolved and the syncope, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, tooth disorder, dysmenorrhoea, irritable bowel syndrome, alopecia, mood swings, night sweats, hot flush, migraine, nausea, amnesia, tinnitus, dizziness, allergy to metals, depression, anxiety, urticaria, oral pruritus, vaginal discharge, vision blurred, weight increased and haematoma evacuation outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, haematoma evacuation, hot flush, incontinence, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, night sweats, oral pruritus, pelvic pain, syncope, tinnitus, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Concomitant medication and condition added. Events; abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder ¿ fibromyalgia, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system conditions ¿ ibs, hair loss, hormonal changes ¿ mood swings, night sweats and hot flashes; migraines/ headaches, nausea, neurological conditions or problems ¿ memory loss, tinnitus, dizziness, and fainting; nickel allergy, pain, psychological or psychiatric problems ¿ depression, anxiety; rashes or skin conditions ¿ hives and itching in the mouth; vaginal discharge, vision/eye problems ¿ blurred vision, weight gain, other ¿ diagnostic laparoscopy with evacuation of hematoma, joint pain, back pain, abdominal pain, essure confirmation test(s) conducted, specify no were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.